Manufacturer narrative:
Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the cartridge was no fully inserted into the instrument. It could not be determined if this may have contributed to the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. The reported incident could not be recreated.

Event description:
It was reported during a wedge resection while using the tx60b the staples did not form properly at the distal end. The surgeon had to oversew the staple line to achieve hemostasis. There was no consequence to the pt.